Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention took place on (B)(6) 2020 wherein the patient had their ipg explanted.

Manufacturer narrative:
Correction: the date returned to manufacturer should have been 14 feb 2020 rather than 10 feb 2020. The reported event for ineffective therapy was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.